Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator did not work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.